Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two opened/used sensors and performed visual inspection (no microscope) to one random sensor and found sensor flex retracted inside sensor base, when the (circuit trace) is cripple(bent), the gold layer will ¿cracked¿causing (open trace) electrical interruption in the sensor circuit. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose, the bent sensor, and the discrepancy between the sensor glucose and blood glucose. Also, the customer reported the change sensor, the sensor updating alert, and the calibration was not accepted alert. The customer reported hypoglycemia was treated with assisted/self-treatment of severe glycemic excursion (major severity). The customer reported a blood glucose value of 27 mg/dl and a sensor glucose value of 133 mg/dl. The event involved products mmt-7040a. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. Troubleshooting was not performed for low blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. Mmt-7040a was received for analysis.